Manufacturer narrative:
An asp field service engineer (fse) assessed the unit onsite. The fse found a faulty disinfectant reservoir and replaced it. The unit was verified and no leaks were found. A successful wash/disinfect cycle was run. The device meets manufacturer's specifications.

Event description:
The customer reported their automatic endoscopic reprocessor (aer) was leaking disinfectant from the reservoir. As of this date, the customer did not report any human reactions due to this event. If any additional information is received, it will be provided in a supplemental medwatch report.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer for six months, from november 2009 to april 2010, shows no similar issues with the unit. Additionally, no trends with the same part being replaced. The trending analysis for the problem code "leaking from reservoir" was completed for december 20009 through november 2010. The trend line lies below the upper control limit except for two months, february and march 2010. The cpuy for those two months lie slightly above the calculated upper control limit. Since then, the cpuy has been declining. Since june 2010, the cpuy has been below the calculated mean. The fmea (failure mode effects analysis) review for all aer leak related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category ii, or "as low as reasonably practicable." The hhes (health hazard evaluations) were reviewed for patient/user reactions to cidex opa and for leaking from the aer system. The highest hazard / risk found was a 5, which is considered low risk. No parts were returned to asp for testing. The risk associated with the failure is low.